Event description:
Customer reported, a resident placed a salem sump tube on a pt who underwent a CABG procedure. There was no attempt to verify tube placement. Twenty-four hours post procedure the pt condition worsened. An x-ray showed the tube perforated through the middle third of the esophagus and into the thoracic cavity. Corrective esophageal rupture surgery was performed. Pt expired six days lter due to procedure failure leading to sepsis.

Manufacturer narrative:
No samples were returned and no lot info was provided. The reporting physician stated in follow-up contact that he did not believe the device was at fault, but was inquiring after "softer" tubes. Silicone sump tubes were provided to the dr for evaluation. The reported problem might have been avoided or detected prior to complications if x-ray had been used to confirm placement. Co's files show one other complaint of this nature reported in 1997, which was associated with a pt with a pre-existing clinical condition, that predisposes to these types of problems. No other complaints have been received.